Event description:
It was reported the proximal body trials were not operating correctly with the screw tight and not locking. The screwdriver tip broke off while utilizing to adjust body version. All parts recovered. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). D10: 31-301300 arcos con sz a std 50mm trl 481100; unknown stem unknown; unknown provisional stem unknown. One arcos con sz a hi 50mm trl item# 31-301310 lot# 478058 was returned and evaluated. Upon visual inspection there is scuffing to the outside of the device with no damage to the taper. The hex feature of the screw is intact. The screw could not be removed, and the threads evaluated for damage so no function check could be completed. Review of the device history records identified no deviations or anomalies during manufacturing. A review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.